Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a dissection occurred. The physician attempted to place a liberte 3.5x12mm bare metal stent to the 95% stenosed lesion located in the mid circumflex (cx) artery. The lesion was pre-dilated with a non bsc balloon, unknown size. The stent was difficult to deploy and a dissection was noted just distal to the lesion. The stent was finally deployed and post dilated up to 12-14 atms. The physician then attempted to place another non bsc stent, a 3.0x9mm, but was unable to cross the lesion. Pre-dilatation was performed and the stent was deployed successfully. Post angiography revealed 0% residual stenosis. No additional patient complications were reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.